Manufacturer narrative:
D9: product received date 8/11/2025. H3/h6: one device was received for evaluation. No previous repair was noted for the last 12 months. Review of event log found nothing related to the complaint. Confirmed customer complaint of error code 41622 through pump power up test and motor test. Cleared motor debris. Upon further investigation, found downstream occlusion (dso) seal peeling. Replaced dso seal. Device passed all testing criteria.

Event description:
It was reported that there was an error code 41622, which typically indicates a system fault, often related to the motor or a component like the downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.